Event description:
During cataract surgery, the phaco machine suctioned in the "sculpt mode" removing part of the iris. The surgeon stated that following completion of the phacoemusification, a "large rent in the posterior capsule was noted with some vitreous in the anterior chamber." Anterior vitrectomy was done as a result of the damage to the eye.